Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have failed the clip test. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip doesn´t hooked in. Additional observation(s) not reported by site: the instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.48mm. The grips were not found to be cracked.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was getting stuck in the tissue while clipping the vessels. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue was adhered to the instrument during a colorectal surgery. The instrument was used once prior to the reported event. The tissue was getting caught inside the jaws of the instrument. Another instrument was used to release the tissue. No tissue was excised due to this event. No bleeding due to this event. According to the surgeon the instrument was unsafe to use it again on tissue. According to the surgeon there is no concern about this event causing any long-term complications with the patient. The surgeon believes the faulty instrument was the reason for the issue. The procedure was completed by using another clip applier. The instrument was returned to isi for analysis. Photos and or videos are available for review. The clip applied but it was very difficult to remove it from the tissue and was related to clip opening after closure of the clip.